Event description:
It was initially reported that a patient wanted to have the vns device removed due to lack of efficacy. The patient was later seen by a surgeon who noted that the lead appeared to be protruding. Follow up with the surgeon revealed that the retention clip (tie down) on the sternocleidomastoid muscle at the anterior loop of the electrode wire is causing pressure type irritation and appeared to be near extrusion. There was a thinning of the skin and an erythematous nodule overlying the clip. This may be secondary to the patient's habitus - as the patient has a low body fat percentage thus leading to less tissue between the clip and skin. There was no patient manipulation or trauma. The patient's weight has remained stable and has no other systemic disease that would explain any decrease in tissue integrity. The lead and generator were later explanted and not replaced. Good faith attempts to obtain the explanted lead and generator have been unsuccessful to date.